Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the arm. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was removed and the dilatation was completed with a 6mm x 4cm non bsc balloon catheter. An 8mm x 6cm non-bsc stent was then implanted and post dilated with the non bsc balloon catheter. No patient complications or injuries were reported.